Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-2323bct-2 biocomposite swivelock c was anchored but had an issue with being unable to remove the inserter and the knob from the sutures at the end. They were able to cut the sutures, and the rep checked the inserter after the case and was able to remove the sutures with hemostats. The rep said the sutures were intact without any knots. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/07/2025: this occurred in a rotator cuff repair procedure on (B)(6) 2025. There was no case delay and no added anesthesia administered to the patient. No adverse effects on the patient.

Manufacturer narrative:
Additional information: g3, h3, h6, h11. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attributed to misuse due to misaligned insertion and/or prying/leveraging the device during use.